Event description:
A (B)(6) female patient received treatment for actinic keratoses with levulan kerastick and blu-u blue light photodynamic therapy illuminator consisting of a skin preparation with cerave cleanser and water, followed by application of levulan kerastick to the entire face, incubation of 1 hour, followed by 16 minutes 40 seconds of exposure to blu-u light. Patient has a history of melanoma and actinic keratoses and is on wellbutrin for anxiety and depression. Two days post treatment the patient reported to her physician that she had blisters, itching and skin tightness. The physician told her to apply specific topicals for relief. The patient reported the following monday (3 days after levulan/blu-u treatment (B)(6) 2014) that the blisters had resolved, but her skin was still tight to which the physician suggested vaseline/domeboro soaks. That night ((B)(6) 2014) the patient reported she had a seizure. Ems was called who evaluated the patient but did not transport her to the hospital. Later than evening the patient reported having another seizure/event and was taken to the emergency room. The patient's dermatologist reported that the emergency room physician stated the wellbutrin cause the seizure activity. It is the opinion of the company's chief medical officer that the wellbutrin caused the seizure and the event was not related to the levulan kerastick/blu-u treatment.